Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was experiencing abdominal pain due to suspected ¿air in their body.¿ follow-up with the patient¿s pdrn revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain (cell count negative) and was sent to the emergency room (ER) for radiological evaluation and pain management. The patient¿s ER evaluation was unremarkable. Both the patient¿s radiological studies and hematological studies were negative; therefore, the patient was admitted for further evaluation. The patient was provided with pain medication (drug, route, dose not provided), and she remained hospitalized until (B)(6) 2022. It was determined by the nephrologist the source of the ¿frothy¿ or ¿carbonated appearing¿ peritoneal effluent fluid was air entering the liberty cycler set. The pdrn is unaware of the liberty cycler set¿s current location. Following discharge, the patient was instructed to discard all remaining liberty cycler sets with the same lot# and open a new box. The patient has not experienced any further issues and continues to utilize the same liberty select cycler at home without difficulty.